Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ yeast ID there was an increase in aborted panels with message ¿one or more fluorescent wells are out of range¿. The ID portion of the panel has been completed and the isolate should be retested. No patient impact was reported. The following information was provided by the initial reporter: continued and increasing evidence of phoenix yeast panels aborted by special message ¿one or more fluorescent wells are out of range¿ the ID portion of the panel has been completed and the isolate should be retested. Lot 2060322 expiration date: 2023-03-31.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01319 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd phoenix¿ yeast ID there was an increase in aborted panels with message ¿one or more fluorescent wells are out of range¿. The ID portion of the panel has been completed and the isolate should be retested. No patient impact was reported. The following information was provided by the initial reporter: continued and increasing evidence of phoenix yeast panels aborted by special message ¿one or more fluorescent wells are out of range¿ the ID portion of the panel has been completed and the isolate should be retested. Lot 2060322. Expiration date: 2023-03-31.